Manufacturer narrative:
A video was returned showing leakage from the top of the blue y clave. The complaint of leakage from the lower clave y port could be confirmed based on the returned video. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a primary plum¿ 150ml burette set clave¿ additive port, 15 micron filter in sight chamber, 2 clave y-sites, secure lock 290cm/19ml which was reported to have leaked during infusion. The customer reported that at around 8pm in the neo-natal intensive care unit (nicu) they started the ivf infusion of d10w at 7.6cc/hr to the patient using the infusion pump with the burette set. At 8:10 pm the nurse administered ampicillin 0.78 cc thru the upper clave y port. There was no problem observed for 2 hours of continuous infusion. At 10pm the nurse administered amikacin 0.68 cc thru the lower clave y port. After a while it was observed that there was a leakage from the lower clave y port. The nurse checked the patency of the IV line of the patient and it was patent. The customer positioned well the IV site but still there was a leakage on the said port. Due to the continuous leakage the customer removed the infusion pump and used the syringe pump with soluset. The next day the nurse's colleague stated that they checked the burette set and still it had a leakage. It was first time for customer using the burette set 150 ml. There was patient involvement; harm was not reported as a consequence of this event.